Manufacturer narrative:
(B)(4). The customer returned the sample for evaluation. The sample was tested under water for blockage using a luer lock syringe; this evaluation does not confirm any functionality issue as there was no blockage observed. A batch review was performed on the reported lot with no deviations found. Therefore, no assignable root cause could be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding two clearlink IV access valves that restricted the flow during patient use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.